Manufacturer narrative:
Initial reporter address (B)(4). Initial reporter city: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified superficial femoral artery. A 7.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, on initial inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications reported.